Event description:
It was reported that a patient presented with shortness of breath and chest pain. The right ventricular lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.